Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative was able to confirm the issue was resolved via phone call. No parts were returned or replaced and no further issues were reported. No parts returned for analysis.

Event description:
A site representative reported that, while attempting to launch the cranial software screen in a case, the screen on the navigation system would turn blue after the application was selected. This issue occurred when attempting to load the patient exam via cd. The system was rebooted 3 times and it was then possible to get into the cranial software application. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacturing date now provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.